Manufacturer narrative:
Reported event: an event regarding wear, crack/fracture, and instability involving a triathlon insert was reported. The events were confirmed via evaluation of the returned device and a review of the provided medical records by a clinical consultant. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the device is worn in the area where the femoral condyles articulate. The posterior edge is significantly damaged and appears to have fractured. The locking mechanism is also fractured; this area of damage is consistent with the explantation attempt. The device is discolored yellow around the areas of wear/fracture. Material analysis: a material analysis was performed and concluded the following: "significant material removal occurred on both the lateral and medial sides of the insert due to wear due to normal contact with the femoral component. This wear was noticeably uneven. The surface on the side with more wear suffered a fracture when the cross section became too thin to support the applied stress. No material non-conformances with the uhmwpe insert were found, nor any manufacturing defects seen on any of the device¿s surfaces, all of which were investigated here." Clinician review: a review of the provided medical information by a clinical consultant indicated: "the post-operative x-rays show a pressfit tka without evidence of mechanical mal-alignment or loosening. The pre revision x-rays show complete loss of medial joint space consistent with advanced wear of the polyethylene insert. The lack of medial polyethylene material thickness would lead to severe medial collateral ligament laxity and instability. Revision surgery for tka instability is confirmed. The indication for the revision was noted to be instability. Cause for the instability is marked wear of the medial aspect of the polyethylene insert leading to mcl laxity. The root cause for such significant wear at a relatively early postoperative 9 year follow up can not be determined with this limited information." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to instability. Visual inspection of the returned device indicated that the device is worn in the area where the femoral condyles articulate. The posterior edge is significantly damaged and appears to have fractured. The locking mechanism is also fractured; this area of damage is consistent with the explantation attempt. The device is discolored yellow around the areas of wear/fracture. A material analysis was performed and concluded the following: "significant material removal occurred on both the lateral and medial sides of the insert due to wear due to normal contact with the femoral component. This wear was noticeably uneven. The surface on the side with more wear suffered a fracture when the cross section became too thin to support the applied stress. No material non-conformances with the uhmwpe insert were found, nor any manufacturing defects seen on any of the device¿s surfaces, all of which were investigated here." A review of the provided medical information by a clinical consultant indicated: "the post-operative x-rays show a pressfit tka without evidence of mechanical mal-alignment or loosening. The pre revision x-rays show complete loss of medial joint space consistent with advanced wear of the polyethylene insert. The lack of medial polyethylene material thickness would lead to severe medial collateral ligament laxity and instability. Revision surgery for tka instability is confirmed. The indication for the revision was noted to be instability. Cause for the instability is marked wear of the medial aspect of the polyethylene insert leading to mcl laxity. The root cause for such significant wear at a relatively early postoperative 9 year follow up can not be determined with this limited information." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Knee revision due to instability.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Knee revision due to instability.